Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck measured 19 mm to 23 mm in diameter. It was reported that, approximately six years and one month post index procedure, a CT revealed that the talent stent graft had migrated distally and was now positioned approximately 1 cm from the renal arteries. The CT also revealed a proximal type I endoleak. The physician elected to implant three aptus endoanchors in order to secure the talent stent graft to the aortic wall. The physician then implanted an endurant cuff in order to seal the proximal neck. Two additional endoanchors were then prophylactically implanted in the endurant cuff just below the renal arteries. An angiogram revealed that the proximal type I endoleak was resolved. Per the physician, the cause of the migration and proximal type I endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.